Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported cardizem leaking into a pump channel due to a hole in the silastic tubing (silicone pumping segment). No packaging was save so no lot number is available. There was no pt harm and no medical intervention was required. Customer stated no add'l event or pt info is available.